Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula appeared to have a kink near the distal tip. Due to the damage sustained by the cannula, cause of high blood glucose levels could not be determined. Damage to top and bottom housing was noted. Cause of physical damage to pod could not be determined. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported patient was asleep when she noticed that blood glucose levels were as high as 400 mg/dl. Mother gave several correction boluses but levels kept climbing around 400 mg/dl. Mother did not provide any other specific levels because pdm (personal diabetes manager) was with patient at school.